Event description:
The customer reported to beckman coulter (bec) that there was a blue fluid leak of approximately 3 ml from the aspiration probe/rinse cup area on the unicel dxh 800 coulter analyzer. The leak was contained with the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, protective eyewear and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse indicated that he checked all vacuum fittings and probe waste connection and performed a bleach cycle. Upon further inspection, the fse discovered a misaligned probe rinse block allowing diluent and clenz to leak during shut-down. The fse realigned and tested the probe rinse block, resolving the leak. The fse verified the system performance. Failure mode was related to misaligned probe rinse block. Beckman internal identifier number for this report is (B)(4).